Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller inquired on the differences between her meter and school nurse's meter. Caller reported that customer had a reading of 63 mg/dl customer ate lunch according to low reading and as a result blood glucose elevated to 488 mg/dl. Customer was treated and blood glucose lowered to 206 mg/dl. Caller was advised to speak with meter department regarding issue.